Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The user reported the leakage occurred at the bottom of the cartridge where the plunger and piston rod meet. This happens with two different lot numbers. All affected cartridges have been discarded.